Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: crease flat, deformation and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and "superior malposition." Device has been explanted.